Event description:
On (B)(6) 2013 it was reported that the patient was seen that day by the physician and when system diagnostics were performed a dcdc of 4 was observed with high impedance and neo=no. The patient was scheduled for surgery. Although surgery is likely, it has not occurred to date. It was stated that the patient¿s vns is disabled and the patient does not want it turned on at this time because he feels painful stimulation. It was stated that fibrosis is suspected but it has not been verified. It was reported that the patient had worsening epilepsy in late 2012 that led to the discovery of a malfunction of the vns, ¿which appears to correspond to a lead problem/vns contact, fibrotic¿. It was stated that stimulation is tolerated until 0.75ma but the patient has a severe cough from 1ma. The patient¿s mother thinks the patient has a worse clinical condition since stimulation was stopped; a problem with language/speech. Therefore the patient was re-programmed to output=0.5ma/on time=14sec/off time=1.1min. The physician also reported that ¿after the fight, there was a lesion of the electrode (the onset of pain was very sharp)¿.

Event description:
On (B)(6) 2103, it was reported that high impedance was seen during diagnostics on (B)(6) 2013. The patient was at rapid cycling, but the device was disabled. Follow-up showed that the patient was hit in the neck that may have contributed to the high impedance. X-rays were taken but have not been provided to date. A blc was performed with 4.83 years remaining. Attempts for additional information have been unsuccessful.

Event description:
On (B)(4) 2013, it was reported that x-rays were inconclusive and that the patient was referred for evoked potential testing. Attempts for results and additional information have been unsuccessful. X-rays have not been provided for review.

Manufacturer narrative:
Analysis of programming history. Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Device failure is suspected but did not cause or contribute to a death.

Event description:
An implant card was received which indicates the patient underwent generator and lead replacement on (B)(6) 2013. The implant card noted the lead impedance was ok. Attempts to have the products returned for analysis have been unsuccessful to date.